Event description:
Information was received from a consumer in regard to a patient previously receiving baclofen via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and other spasticity. It was reported that in the past, the pump was not working. The pump was replaced. The pump was on the left side and it was moved to the right side. No patient symptoms reported. The event date was asked, but was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.